Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller from inform ii system user facility reported patient blood glucose results of 267 mg/dl at 1626 and 76 mg/dl at 1629. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.